Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02063. It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient presented with timi flow 1 and a percutaneous coronary intervention (pci) was performed. The 99% stenosed, 28mmx3.5mm target lesions were soft, flexion plaques and were located in the severely tortuous distal right coronary artery (drca) and right posterior descending artery (rpda). A 3.50x16 synergy¿ drug-eluting stent was deployed in the drca and a 3.50x12 synergy¿ drug-eluting stent was deployed in the rpda, both at 14 atms. After stenting the rpda, a thrombus occurred and it was noted that there was slow flow due to so much plaque. The physician thought there was potential insufficient device expansion. Absorption was performed using a non-bsc device and post-dilatation was completed with a non-bsc balloon catheter. Post procedure there was timi flow 3. Seven days later, a thrombotic occlusion in the previously implanted stent in the drca was confirmed by contrast radiography. Stenosis was observed when coronary angiography was performed to treat residual lesion. Another pci is planned.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02063. It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient presented with timi flow 1 and a percutaneous coronary intervention (pci) was performed. The 99% stenosed, 28mmx3.5mm target lesions were soft, flexion plaques and were located in the severely tortuous distal right coronary artery (drca) and right posterior descending artery (rpda). A 3.50x16 synergy drug-eluting stent was deployed in the drca and a 3.50x12 synergy drug-eluting stent was deployed in the rpda, both at 14 atms. After stenting the rpda, a thrombus occurred and it was noted that there was slow flow due to so much plaque. The physician thought there was potential insufficient device expansion. Absorption was performed using a non-bsc device and post-dilatation was completed with a non-bsc balloon catheter. Post procedure there was timi flow 3. Seven days later, a thrombotic occlusion in the previously implanted stent in the drca was confirmed by contrast radiography. Stenosis was observed when coronary angiography was performed to treat residual lesion. Another pci is planned.